Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "this is about foreign matter on the styrofoam form. The styrofoam tray was turning darkish."

Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "this is about foreign matter on the styrofoam form. The styrofoam tray was turning darkish."

Manufacturer narrative:
H6. Bd received 5 photographs and 57 samples from the customer in support of this complaint. An evaluation of both indicated tubes with ink smeared on the outer tube wall and eps tray smeared with ink. Additionally, 100 retained samples were visually checked and no ink smears were found. Bd was able to confirm the customer¿s indicated failure mode from the samples and photographs provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.